Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir black o ring was coming out. Customer's blood glucose level was 315 mg/dl. Customer stated that cannula was bent from infusion set. The insulin pump will not be returned for analysis.